Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information.

Event description:
It was reported the patient's lead migrated. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Therapy was restored post-operation.